Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 1/13/2019. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and a suture was used. During surgery while suturing, the surgical thread released from the needle, tearing apart. The quality of the material and problem in the lot was a concern. There were no adverse patient consequences reported. No additional information was provided.